Manufacturer narrative:
The monopolar curved scissors (mcs )tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the installation of the monopolar curved scissors (mcs) tip cover on the mcs instrument was difficult. The cover slipped from the instrument and fell into the patient. The fragment was successfully retrieved during the same procedure. The procedure was completed robotically.